Event description:
The account alleged that the head of the bed is drifting down slowly. No patient impact.

Manufacturer narrative:
After troubleshooting the technician determined the issue to be a faulty cardio pulmonary resuscitation valve. The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.